Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, there was the possibility that this phenomenon was attributed to the inappropriate storage of the subject device by the user. Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(6). (B)(6) checked the subject device and found that the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(6) such as the pictures, and similar past cases, there was the possibility that this phenomenon was attributed to the inappropriate storage of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(6) that during an annual inspection, it was found that there was a gap on the glue of the distal end. There was no report of patient injury associated with the event.